Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that when the patient was sitting the patient programmer showed that they were lying flat. When they were lying still in bed, they did not have pain all the time but the implant needed to be on all of the time. The patient stated that they went from 5.00v to 5.90v. The patient stated that currently they were sitting with their legs crossed but the device showed that they were lying flat. The patient was currently in pain when sitting. The patient stated that they were set to show upright when sitting and mobile when standing. It was further stated that it was even set to where when they were lying flat it could how lying left and lying right but now when they were sitting it showed they were lying flat. The patient stated that the health care professional (hcp) secretary had stated that the issue may be the patient programmer. During the call it was confirmed that the stimulation was on and adaptive stimulation was on. The issue with the adaptive stimulation issues started on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.